Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root caue of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 3 years after a coronary drug eluting stenting treatment procedure, the patient experienced cardiac chest pain. The lesion being treated in the index procedure was a 3.0mm, 75% stenosed, 11mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 3.0x16mm drug eluting stent in the target lesion with 0% residual stenosis. Three years after the inital procedure, the patient experienced cardiac chest pain. The patient was hospitalized and treated medically. No further information is available.